Event description:
Customer reported via phone call, she experienced four low blood glucose episodes in a row and basal rates were reduced by her doctor. Customer's blood glucose was 29 mg/dl, treated with candy bar. Customer wasn't hospitalized. Most recent set change was on (B)(6) 2015 and she was disconnected during the rewind and prime sequence. Troubleshooting was not completed as customer was put on hold. The call was disconnected. Customer called back and stated she was working when the lows occurred. Customer manually boluses with the insulin pump. The reservoir showed the same amount of insulin as what was displayed on the screen. Customer stated she wore the device during an x-ray on (B)(6) 2015. Customer was advised to monitor the device and call back if issues persisted. Customer mentioned that her low caused her to run into six mail boxes with her truck. The device is not returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.